Manufacturer narrative:
The complaint investigation still in process. Suspect sample has not yet been returned to sheffield (B)(4). Sheffield (B)(4) is investigating this complaint under complaint #(B)(4).

Event description:
Customer complained that the product caused her to break out in hives in her mouth and have dizziness. She may seek medical attention.